Manufacturer narrative:
Investigation summary: one photo was provided. It shows a syringe full of blood (10ml). The posiflush product is designed to flush the IV lines as a one-time use; not for drawing blood after being used for flushing the lines. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot# 9018603 for the same defect or symptom. There was no documentation of issues for the complaint of batch 9018603 during the production run. Root cause description: root cause_ off label use. Rationale: the posiflush platform was informed of the off label use to address this with the customer by marketing.

Event description:
It has been reported that one syr 10 ml fil saline shortlength plunger rod has been found with the stopper separating from the plunger during use. The following has been provided by the initial reporter: it was reported that "the plunger came off". Customer text: we had another ns flush event where the plunger came off and it is a different lot number. The syringe was not saved because blood was in it.